Event description:
Add'l info rec'd from MFR 8/12/04: the lot number of the subject device was not provided. A medwatch report has not been filed on this incident. No additional surgery was performed to remove the piece of wire from the pt.

Event description:
During surgical procedure for a fractured tibia, the k-wire broke off in the pt's left distal tibia. Fragment of k-wire was retained in the pt's tibia.